Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the device system was explanted on 2014 (B)(6). There were no diagnostics performed. Regarding any malfunctions seen or cause of issue determined, it was noted : "no". See also manufacturer's report # 3004209178-2014-07612.

Event description:
It was reported the patient said that their swelling has been worse the last 2-3 days. The patient¿s hands were so swollen the day of reported event date, that the patient cannot make a fist, their feet were also swollen. It was reported that the patient was not due to see healthcare provider until four days after reported event date. The patient wanted to know if swelling was related to her therapy. The patient was to discuss with healthcare provider about potential device removal. Finally, the patient said they had ms(multiple sclerosis) years ago, and if they should have had the implant. Additional information received reported the patient do not have concerns with their device or therapy. It was reported seven days before reported event date that the patient had to have their device taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient called in because she had her interstim device removed on (B)(6) because it didn't work for her. The patient said she was still have swelling and hurting in her hands and feet. The patient said the device was implanted for overactive bladder and was removed because it didn't work for her. The patient said the device was removed on (B)(6). The patient was still having swelling in her feet, hands and legs. The patient said the swell started on (B)(6). The patient wanted to know how long the swelling should last. It was reviewed with the patient that swelling in hand, legs and feet was not one of our known adverse events and the patient should discuss with hcp (healthcare provider). The patient said she has also has a hurting in her hands and feet. The patient said the hurting feels kind of like arthritis. The patient was asked when this started and the patient said she has had it for a while but it has gotten worse in the last couple months. The patient said she didn't have the hurting or swelling before implant. The patient said she doesn't have any issues/problem where the implant was.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# va0e03x, implanted: 2013-(B)(6), product type lead. (B)(4).